Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error (e315). There was no patient involvement reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction the results of the final investigation. E1 full name (e1 - initial reporter establishment name): (B)(6) hospital. Updated fields: h2, h3, h4, h6, h11. Corrected fields: d4, d5, d10, e1, e3, e4, g2, g4, h6 medical device problem code - a190501(removed), a12(removed), a0401(removed), a050402(removed). Component code - g04080(removed), g02005(removed), g0405210(removed), g04034(removed). Investigation findings - c19(removed), c0703(removed), c070604(removed). Investigation conclusions - d14(removed), d12(removed), d02(added). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of e315 incompatible scope error was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.